Event description:
On (B)(6) 2023, the patient's nasal duodenal (nd) tube clogged and despite multiple attempts to flush and use clot-buster medications, obstruction was not cleared. When nd was pulled, the distal portion broke off and remains in patient¿s esophagus. Gi was consulted and patient was taken to or on (B)(6) 2023 to have surgically removed. Portion of the product was saved.